Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed critical pump error (open book image). The event involved product(s) mmt-1885. Troubleshooting was performed and issue was unresolved. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No critical pump error (open book image) alarm during testing. Successfully downloaded history files and traces using thump. Pump error 53 alarm confirmed in the formatted history file on (B)(6) 2025 04:48:09.000, on (B)(6) 2025 04:58:00.000 softwareerror (53) filenumber 26, linenumber 1479. "Pump error 53 was generated due to exception on main mcu - suspecting the hw (bum). Filenum/linenum=26/1479 is the record when this pe53 was escalating to a siren" pump was cut open to perform visual inspection and no moisture damage found inside the pump. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no cosmetic damage found. Critical pump error not confirmed. Pump error 53 confirmed due to suspecting hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.